Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient got a post-operative infection and the ipg was explanted to address the issue at in (B)(6) 2025. The infection persisted and as such, the patient returned for surgery on (B)(6) 2025 where the prior ipg pocket was washed out and the lead was explanted due to back pain.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.